Manufacturer narrative:
Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design or labeling. Furthermore, this incident was caused by a user error, which was not due to ergonomic features, as well as any inadequacy in the information supplied by the manufacturer. There is no sign for a systematic failure.

Event description:
During surgery, the phaco portion of the procedure went as planned after a lensx femto second laser performed lens fragmentation in a waffle pattern, capsulotomy, and incisions. During the quad removal portion of the procedure, the anterior capsule incurred a slight tear. The surgeon was not sure what the cause was. The patient received a 3 piece iol implanted in the sulcus.